Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported their adc meter was turning on and then shutting off upon strip insertion that started three months prior to calling adc and as a result of being unable to test, the customer experienced "extreme itchiness and some fungal discharge." The customer self-presented to her healthcare provider on (B)(6) 2011, was diagnosed with vaginal candidiasis and treated with nystatin cream and fluconazole, 150 mg. The customer also reportedly "used neosporin on the fungus, added some soda to her bath water and she also was taking benadryl." There was no report of death or permanent impairment associated with this medical event.